Manufacturer narrative:
Baxter received and evaluated the device; the date of occurrence was unknown to the reporting facility. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the device not auto-restarting following a downstream occlusion alarm and found to be caused by the force sensor reading out of specification. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not auto-restart following a downstream occlusion alarm. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.